Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located at distal right coronary artery (rca). After placing a non-bsc guide extension catheter, a 3.00 x 28 synergy ii drug eluting stent (des) was advanced but failed to cross the lesion. After numerous unsuccessful attempts to cross the lesion, the physician removed the stent for further dilatations. However, it was noted that the stent tip was mangled. The procedure was completed with a 2.5x8 synergy des. No patient complications were reported and the patient's status was okay and excellent.